Event description:
It was reported that the usage of the foley catheter was discontinued during testing due to black stains on the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the usage of the foley catheter was discontinued during testing due to black stains on the tip.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter. Visual: received one (1) used all-silicone temp sensing foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number nghq3315. Visual inspection noted black spec measuring 0.02 sq mm on catheter. This is within specification which states, product/assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm² or 1/16" in length per tappi dirt estimation chart (maximum 3 particles per side or surface). No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.